Event description:
After treating a large pediatric pt for 3 weeks with the model 3100a, the user reported a smell of burning rubber. The pt was placed on another 3100a without any compromise being reported.